Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was to be used to treat a stricture in the lungs duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, it was noted that the stent deployment suture at the distal tip of the stent unraveled, causing the stent to partially deploy before the stent was back loaded over the guidewire. The procedure was completed with another ultraflex esophageal stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). An ultraflex¿ esophageal stent and delivery system was received partially deployed. The silastic band was present and not damaged. Functional examination of the returned device found that it was possible to deploy the rest of the stent without issue. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. It was reported that the customer noticed the device was partially deployed before tracking the device down the guidewire. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was to be used to treat a stricture in the lungs duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, it was noted that the stent deployment suture at the distal tip of the stent unraveled, causing the stent to partially deploy before the stent was back loaded over the guidewire. The procedure was completed with another ultraflex esophageal stent. The patient's condition at the conclusion of the procedure was reported to be stable.